Manufacturer narrative:
The product remained implanted, therefore no product analysis would be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed cerebral infarction related to the procedure. Left hemiplegia was identified and a head computed tomography (CT) scan diagnosed a cerebral infarction in the right middle cerebral artery region. Intravenous medication was administered as treatment. The patient remained bedridden with dysphagia in a rehabilitation hospital. No additional adverse patient effects were reported.